Manufacturer narrative:
The patient reported having a malocclusion since her tmj implants were originally placed in (B)(6) 2013. Panorex showed that her left tmj implants were dislocated with the condylar head displaced anteriorly to the fossa component. The surgeon elected to create a new occlusal position by performing a leforte and right sagittal split osteotomies to advance the patient's maxilla and mandible. Revision tmj devices were produced to accommodate the new occlusion and were implanted on (B)(6) 2018.

Event description:
Revision tmj implant components were placed to correct a patient's malocclusion secondary to device dislocation.